Event description:
Study. Same case as MFR report #: 2134265-2008-00871. It was reported that during a coronary artery drug eluting stenting procedure plaque shift occurred. The target lesion was 63% stenosed and located in the mid lad (left anterior descending) measuring 2.37x15.5mm. A 3.5x24mm taxus express2 drug eluting stent was implanted in the proximal lesion at 16atms without predilatation. Following deployment, a new stenosis caused by plaque shift was found in the distal portion to the stent and was treated with a 3.5x8mm taxus express2 drug eluting stent at 10atms. When postdilating the stents with the delivery balloon, another new stenosis caused by plaque shift occurred in the proximal lad and was treated with a 3.5x20mm taxus express2 drug eluting stent at 18atms. The stents were postdilated at 18atms. There was no gap between the stents. Residual stenosis was 15%. Intravascular ultrasound (ivus) revealed the stents were well apposed. The patient was discharged two days post procedure. The patient's condition following the procedure was noted to be good.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site could not perform a technical analysis. All units shipped for this batch conformed to the preventive measures/current controls as per product specifications. A review of the device history record (DHR) found no anomalies or deviations during the manufacture of this batch. The most probable root cause of this defect will be documented as anticipated procedural complication due to the likelihood that the patient anatomy or other procedural factors contributed to the reported difficulties.